Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 52-year-old female patient who had essure (batch no. 3159669-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criterion medically significant), neck pain ("neck pain"), pain in extremity ("toe pain"), polyarthritis ("progressive, very painful polyarthritis"), fatigue ("chronic fatigue"), muscular weakness ("loss of strength in the fingers") and arthralgia ("right elbow pain"), 4 years 5 months after insertion of essure. At the time of the report, the pelvic pain, neck pain, pain in extremity, polyarthritis, fatigue, muscular weakness and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue, muscular weakness, neck pain, pain in extremity, pelvic pain and polyarthritis to be related to essure. Lot number 3159669 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 3159669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criterion medically significant), neck pain ("neck pain"), pain in extremity ("toe pain"), polyarthritis ("progressive, very painful polyarthritis"), fatigue ("chronic fatigue"), muscular weakness ("loss of strength in the fingers") and arthralgia ("right elbow pain"), 4 years 5 months after insertion of essure. At the time of the report, the pelvic pain, neck pain, pain in extremity, polyarthritis, fatigue, muscular weakness and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue, muscular weakness, neck pain, pain in extremity, pelvic pain and polyarthritis to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.